Manufacturer narrative:
(B)(4) (B)(6) information in section f provided by the manufacturer. The field service specialist (fss) visited customer site and found the monitor not reacting anymore during the prime/tune(system check). Fss replaced the monitor assembly and 3v lithium battery on advantech board. Fss upgraded the 3.07 software, performed vacuum calibration and activated fx handpiece feature. Fss carried out the service checklist and technical service checklist, which the system passed all functional tests and it was found to meet all amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the touchscreen does not respond and is sporadically frozen on the whitestar signature system. The initial report indicated that there was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.